Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following implants were removed by mr (B)(6) during revision surgery today at (B)(6) hospital due to fracture of the ceramic liner. Original surgery was (B)(6) 2010. Pinnacle sector duofix cup 52mm. 121712052. Lot ek2bf1000; delta ceramic insert 36 52mm 121881752. Lot 3127378; delta articuleze head 36 +8.5 mm 136536330. Lot 2787105.